Event description:
On (B)(6) 2009, this patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2010, a follow-up computed tomography scan reportedly demonstrated inflammation of the retroperitoneum. It was reported the physician elected to wait and watch the patient. It was reported that on (B)(6) 2011, an explant procedure occurred. It was reported that the gore excluder devices were infected secondary to a diverticular abscess. The infected devices were explanted with no issue, and the patient was implanted with an axillobifemoral bypass graft. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxc121000/06461300, pxc121200/06544732, pxc121400/06649147.